Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing that resulted in atrial competitive pacing, ventricular competitive pacing and episodes of automatic mode switching were noted on the device. No intervention has been performed at this time. The patient was stable and the patient will continued to be monitored.

Event description:
Additional information was received indicating that the patient had expired due to ventricular fibrillation which resulted in cardiac arrest. There is no allegation of malfunction against any abbott device related to this event.